Event description:
It was reported that during a ptca procedure, resistance was felt at the hub when the guide wire was inserted into an atherectomy device. The guide wire became frozen during the procedure and the atherectomy and guide wire were removed as a unit. A blockage was reported in the atherectomy device at or near the hub. The event is being reported based on investigative findings. No pt injury was reported.